Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported the patient was seen in clinic with complaints of thumping in their chest that occurred daily and was often associated with exertion. Log files were sent for review, and the event log file did capture on 15apr2025, at 5:52:14 to 8:43:08, multiple pi events, which caused the heartmate 3 ventricular assist device speed to drop to its low speed limit of 5200 revolutions per minute. The cause of the thumping in the chest was not certain, but it was believed to be premature ventricular contractions. The site auscultated the pump while they were feeling the thumping sensation, and it sounded like heart valves were opening and closing in sync with the speed modulation of the pump. Once the symptoms resolved and the site auscultated again, everything sounded normal. No treatment was performed, and the issue was not resolved yet. An echocardiogram was scheduled for further evaluation.

Event description:
It was reported that the echocardiogram findings did not show anything particularly concerning. The heartmate 3 lvad was set at 5400 rpm. The left ventricle was normal size with severely reduced systolic function. The septum was midline. Mild to moderate aortic valve regurgitation, the aortic valve minimally. No significant mitral valve regurgitation. The lvad inflow cannula or normally oriented toward the mitral valve. Normal right ventricular size with mildly reduced systolic function. No significant tricuspid valve regurgitation. Normal estimated central venous pressure. No treatment was performed after the echocardiogram. The mild to moderate aortic valve regurgitation was recorded as trace prior to lvad implant, and lvad therapy possibly worsened this. The patient had mildly reduced right ventricle systolic function prior to lvad implant, and lvad therapy did not worsen this.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events on15apr2025. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 of the IFU and section 6, ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, section 1, ¿introduction", and section 8, ¿handling emergencies¿, also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.